Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, non-tortuous left anterior descending (lad) artery, below the first diagonal (d1) bifurcation. During the kissing balloon maneuver in the lad / d1 bifurcation the 3.5x20 mm trek balloon in the lad could not be deflated. After trying twice to deflate the balloon completely it only partially deflated. The indeflator was changed for a new one but the balloon would not deflate any further. The partially deflated balloon was able to be retracted into the 7fr sheath; however, after entering the sheath the mid shaft separated inside the sheath. The sheath was removed with the separated segment from the patient, leaving nothing in the anatomy. A new sheath was placed, along with a new guiding catheter and balloon angioplasty was performed to successfully finish the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported deflation difficulty and difficult to remove could not be tested/confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.